Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (power issue) issue. Reportedly, the pump rebooted immediately after it was turned on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the insulin pump has been returned and evaluated by product analysis on 08/26/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found multiple processor related call service alarms on the event date with power on reboot events related to clearing the call service alarms. The battery compartment was found to have cracked and moisture was evident inside the compartment. A leak test showed a leak where the crack was located. Using the returned battery cap, the pump powered on to the display screen with auditory and vibratory features. All the buttons responded properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. Electrical current draws were within specifications. Removal of the pump casing did not find evidences of moisture or loose components inside the pump. The reported power issue was verified in the black box but not duplicated in the investigation. Unrelated to the reported power issue, the display screen was dim and discolored.